Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient alleges liver disease/toxicity. The were no other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : the device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
In the previous report, the type of reported complaint was noted as "product problem." Due to additional information received from the pms clinical expert, the type of reported complaint is being corrected to "serious injury" in this correction report.